Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. Additional observation of high pacing threshold was also reported. There was no further information given on this event. The lead was surgically abandoned. No additional adverse patient effects were reported.